Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient suffered serious bodily injuries including, but not limited to, extreme pain, erosion of her bodily tissue, dyspareunia, painful scarring, incontinence, infections, and other injuries. No further information has been provided.